Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The device was returned for analysis. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue which is consistent with procedural damage. There were no other anomalies detected.

Event description:
It was reported that there was an event of lead helix unspecified rotation issues during initial implant procedure. The lead was retrieved and not used in the procedure. The patient status was stable.